Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was alleged that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/08/2016 with the following findings: a visual inspection of the pump showed moisture behind the display lens. The battery compartment was cracked. The pump casing was cracked; the pump failed a leak test due to this. There was no audio/vibration at power up. The pump cover was opened and moisture was found on the printed circuit board, vibration motor, transceiver board, and force sensor plate. Unrelated to the complaint, the display was dim and discolored. The audio bolus button cover was damaged.